Event description:
It was reported that there was a confirmed motor stall noted in event logs with no motor stall recovery recorded. The healthcare provider (hcp) checked the pump status post MRI and a motor stall was seen with no motor stall recovery. It was noted that the patient developed acute increased pain after the MRI. The patient was admitted to the hospital. The patient had an MRI on (B)(6) 2014 (yesterday) at 21:00 and the pump was still showing a motor stall on the day (B)(6) 2014. It was noted the plan was to check the pump status and logs again the next day (B)(6) 2014. Additional information received reported that the motor stall recovered. The patient was doing great and there was no other issues. The pump system was delivering bupivacaine and morphine.

Event description:
Additional information received reported that the cause of the second motor stall was unknown. The physician was not aware of any MRI or electromagnetic interference (emi) exposure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump was stalled for less than 24 hours, and there was more than one motor stall in the event logs. It was unknown if the repeated stalls and recoveries occurred in a short duration or long duration. The cause of the motor stall was magnetic resonance imaging (MRI), and the motor recovered. The pump was also being used to deliver hydromorphone.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).